Event description:
It was reported this balloon catheter was used to measure an arterial septum defect. Following removal of the balloon catheter from the pt, it was discovered the balloon material had detached in the pt's groin. Retrieval of the balloon material, utilizing a snare and forceps, was uneventful. Another occlusion balloon was used which also detached in the pt (please reference 6000039-2000-00021). The balloon material was not retrieved and is believed to be in the pt's pulmonary system. However, it is believed the pt will undergo surgery. The pt's current condition is not available. No further details regarding the circumstances surrounding this event are available at this time. Should further details become available, a supplement will be forwarded at that time. To date, the device has not been rec'd by this MFR. Therefore, no failure analysis is available. Without evaluating the device, co is unable to determine the exact cause of this event at this time. Co's directions for use state: "medi-tech occlusion balloon catheters are indicated for use for temporary vessel occlusion in applications including arteriography, preoperative occlusion, emergency control of hemorrhage, chemotherapeutic drug infusion and renal opacification pressures. Any use for procedures other than those indicated in the instructions is not recommended.